Event description:
It was reported that following placement of a 12f femoral titanium greenfield vena cava filter, the follow-up angiogram revealed that at least two of the filter's legs were crossed causing insufficient protection from embolic events. The physician placed a cook tulip filter superior to the greenfield filter in order to provide adequate protection for the patient. No patient injuries or complications were reported.